Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this (B)(6) year-old patient had a serious history of hypertrophic cardiomyopathy pathology and was on a waiting list for a heart transplant. During the ICD implant procedure, the physician decided to test the device with an induction test. The ventricular fibrillation (vf) arrhythmia was induced by delivering a shock over the t-wave and the device detected the vf and tried to suspend the arrhythmia with a 31 joule shock but was ineffective. The device then tried to reconvert the rhythm by delivering a 41 joule shock but was also ineffective. The physician then used an external defibrillator to convert the vf with success but after a few seconds, the vf restarted and then both internal and external defibrillators were not able to suspend the arrhythmia. After fifteen minutes of heart massage, the patient went under extracorporeal membrane oxygenation (ECMO) procedure and was stabilized. No additional adverse patient effects were reported. This device remains in service.